Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2322198 and 2337755 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec¿d 2/25/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records indicate that the patient was revised because of infection and dislocation. Records are available for further review. Doi: (B)(6) 2007 - dor: (B)(6) 2009 (right hip). The devices associated with this report were not returned. A review of the device history records for the 2322198 lot code did not reveal any related manufacturing deviations or anomalies. A previous review of the device history records for the 2337755 lot code did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, discomfort, inflammation and infection caused by metallosis.